Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed scratched lcd lens. The tamper seal was broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. When the device was powered on, display showed error. The cause of the reported issue is unknown. As a result, the main board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown, d3, g1, and g2. Email is: (B)(6).

Event description:
It was reported that the pump exhibited a software failure. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: while performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any reports associated with it. A1 updated, d3, g1, and g2 email is: (B)(4).